Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a patient using a smiths medical level 1® snuggle warm® blanket sustained burn marks. Reported red areas and spots of darker red were noted. There were no further adverse effects reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Photos were received for evaluation and the manufacturing process was reviewed. Visual inspection of the photos observed burn marks on the patient. However, the blanket is not shown on the picture to confirm if the blanket presents any sign of damage or burning marks that could affect the patient. During a review of the manufacturing process, in order to verify there are no situations or practices that could create the event as described. A four hour functional test is made on a four hour intervals to four different samples during the period of the production run using a calibrator equators. No discrepancies were found during the audit. The blankets are inspected according to the sample plan stated in procedure. Testing and inspections were performed at machine start-up and at two hour intervals during production. Burst testing and four hour performance testing was done at four hour intervals. Internal pressure testing completed hourly, also after sample after breaks in the production run. The root cause of the issue could not be determined.